Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultramini meter was displaying the apply sample message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the previous month (time not provided). She reportedly took no diabetes treatment actions following the issue. The patient reported that she developed symptoms of being lightheaded and could not eat or drink during the time the alleged issue began. She was admitted to the hospital (unknown date/time of admission, or the admitting diagnosis). The patient also could not provide any blood glucose results obtained at the hospital. She mentioned that she was treated with IV fluids (unknown what she received via IV). At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique for sample application was reviewed to be correct. She was unable/unwilling to answer if the test strip was drawing the sample into the test area, and she did not have a new vial of test strips to perform a retest. This complaint is being reported because the patient was admitted to the hospital and received IV fluid treatment after the reported issue began. The alleged issue was not resolved with troubleshooting. It is not known as to what the patient's blood glucose results were prior to start of the alleged issue, her blood glucose result at the hospital, and what she received through the IV. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.